Event description:
Complaints were rec'd which indicated customers were experiencing bottle to bottle variation in which some bottles were associated with the presence of a spike in the platelet histogram. This spike may cause an false evaluation of up to 30,000 to 80,000 platelets/ul. An evaluation of platelet results is clinically significant.